Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient reported that the meter had been dropped in water and stopped powering on around 8am on (B)(6) 2017. The patient manages her diabetes with a combination of invokana and humulin r u 500 medication. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 2-3 hours after the meter stopped powering on, she developed symptoms of ¿shakiness, sleepiness and flushness of skin¿. She reported that she obtained a blood glucose result of 64 mg/dl on a onetouch ultra2 meter and self-treated her symptoms with glucose tablets/glucose gel at around 10:30am or 11:00am on (B)(6) 2017. During troubleshooting, it was noted that dropping the meter in water constitutes misuse of the product. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shakiness, sleepiness and flushness of skin, after the alleged product issue began.